Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to moisture. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 52 mg/dl, which she treated with juice and glucose tablets. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. The customer also received a battery out limit alarm, following a battery change. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump is within operating currents in specification and no unexpected battery out of limit. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.